Event description:
The customer reported that the screen was white.

Manufacturer narrative:
(B)(4): the customer reported that the screen was white. The unit was evaluated by a philips field service engineer. The symptom was verified. The display was replaced to resolve the issue.